Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed for air embolus during device use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4+. The patient presented with pure annular dilatation, leaflet tethering, and a pacemaker. Following clip delivery system insertion and during cds positioning, air was observed at the left atrial appendage and in the left atrium. There was no way to remove the air so the procedure continued and the air moved to the left ventricular apex. The same mitraclip was implanted, reducing the mr to grade 1-2. No treatment was provided for the air embolism and the patient had no symptoms related to the air. There was no device malfunction. There was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of air embolism as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: during the 6-month follow-up, the patients mitral regurgitation was mild. In (B)(6) 2019, the patient had been hospitalized for suppurative arthritis in both knees and bacteremia. Surgical lavage to both knees was performed. The patient had a gastric ulcer due to analgesic medication. On (B)(6) 2019, the patient expired due to renal failure. The mitraclip remained stable and well seated on the leaflets. There was no tissue damage due to the implanted clip. Per physician, the death was unrelated to the mitraclip device and unrelated to the reported air embolism in (B)(6) 2018.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.